Event description:
It was reported that bd connecta¿ stopcock caps are loose. This was discovered before use. The following information was provided by the initial reporter: when the package is opened, the caps are loose and they fall to the ground. The more I ask, the more complaints I hear. The problem is discussed daily. Sometimes they are loose in the package but usually they come loose when the package is being opened and they fall. It is a waste of material and highly irritating because of the extra actions it entails: cleaning up, packing new packaging and opening. We have reported similar complaints about a year ago. As a solution, it was suggested that before first putting the article into use, first tighten the caps. But I don't think they should fall out of the package, and now it seems to happen frequently.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9092789. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd connecta¿ stopcock caps are loose. This was discovered before use. The following information was provided by the initial reporter: when the package is opened, the caps are loose and they fall to the ground. The more I ask, the more complaints I hear. The problem is discussed daily. Sometimes they are loose in the package but usually they come loose when the package is being opened and they fall. It is a waste of material and highly irritating because of the extra actions it entails: cleaning up, packing new packaging and opening. We have reported similar complaints about a year ago. As a solution, it was suggested that before first putting the article into use, first tighten the caps. But I don't think they should fall out of the package, and now it seems to happen frequently.